Event description:
It was reported that a needle filter blunt fill 18x1-1/2 was clogged. The following information was provided by the initial reporter: "material no: unknown batch no: unknown it was reported that after the the needle filter was clogged. Event description per email states: ¿during the customer extracted the solution from the vial to the syringed, the filter needle was clogged due to unknown air pressure. So the customer failed to move the solution to the syringed.¿

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that a needle filter blunt fill 18x1-1/2 was clogged. The following information was provided by the initial reporter: "material no: unknown. Batch no: unknown. It was reported that after the the needle filter was clogged. Event description per email states: ¿during the customer extracted the solution from the vial to the syringed, the filter needle was clogged due to unknown air pressure. So the customer failed to move the solution to the syringed..¿" d.1. Brand name: needle filter blunt fill 18x1-1/2 d.2. Type of device: gaa; manual surgical instrument for general use d.3. Manufacturer name: bd medical (bd west) medical surgical d.4. Catalog number: 305211; lot number: 8090621; expiration date: 2023-05-31 h.4. Device manufacture date: 2018-03-31 g.1. Manufacturing site: bd medical (bd west) medical surgical g.5. 510k number: exempt.

Event description:
It was reported that a needle filter blunt fill 18x1-1/2 was clogged. The following information was provided by the initial reporter: "material no: unknown. Batch no: unknown. It was reported that after the the needle filter was clogged. Event description per email states: ¿during the customer extracted the solution from the vial to the syringed, the filter needle was clogged due to unknown air pressure. So the customer failed to move the solution to the syringed..¿"

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8090621. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 4 photos were provided. They show a vial from different angles. Not clear the reason showing it. The cause for this defect could not be determined based on the pictures provided. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: since no actual samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd needle was clogged. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that after the needle filter was clogged. Event description per email states: ¿during the customer extracted the solution from the vial to the syringed, the filter needle was clogged due to unknown air pressure. So the customer failed to move the solution to the syringed."